Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement during the ward check post implant. Then reoperation was then performed. During the procedure upon attempting to remove the product from the body, a helix manipulation tool was used to reinsert the helix, however, the helix could be reinserted due to tissue presence in the helix. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.